Manufacturer narrative:
Alung technologies, inc. Manufactures the hemolung ras and catheter. The incident occurred in pittsburgh, pennsylvania. Medical intervention was required to prevent further patient injury. Alung technologies, inc. Recieved a report that a patient had bleeding at the cather site. A sandbag was applied to site, a transfusion was given and the patient's heparin drip was stopped. Event resolved. The data log from hemolung therapy has been retrieved and reviewed by both clinical and software engineering staff. No abnormalities were noted within the co2 removal and blood flow graphs. No unexpected alarms or critical errors occurred. Hemolung therapy was provided as intended. No CAPA was opened because of this event. Bleeding is a known potential complication associated with use of extracorporeal hemolung therapy. Bleeding around central line is a known potential complication associated with any central line placement. Examination of the controller data log demonstrates that hemolung therapy was provided as intended. Alung technologies, inc. Will continue to monitor any issues as they are reported. This MDR is being filed in response to a retrospective view of all alung technologies, inc. Complaints, which identified that the reporting decision for this complaint was not correct. This MDR is being filed retrospectively to correct the error in the reporting decision

Event description:
Alung technologies, inc. Recieved a report that a patient had bleeding at the hemolung cather site. A sandbag was applied to site, a transfusion was given and the patient's heparin drip was stopped. Event resolved.